Event description:
It was reported by the patient that the patient was in cardiac rehab and reported "device is not firing". The patient further stated the device is firing but at all different times. A call was received from the patient's clinic stating that the device had been checked and there was an issue with the atrial lead, it was undersensing. The patient will likely need a lead revision. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.